Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on (B)(4) 2014 who had essure (fallopian tube occlusion insert) inserted and experienced the following events. On (B)(6) 2008, essure (fallopian tube occlusion insert) was inserted with lot number # 626603. According to the consumer, immediately after the coils were placed, she had pain, tenderness and cramping that continued for the better part of 5 years. This finally stopped after going through various doctors and finally finding one to give her a hysterectomy. She stated that the only reason she finally got the hysterectomy was because an x-ray revealed that one coil was broken. She had no symptoms (cramping, pain, bloating and tenderness) that she had endured when she had the coils. In addition to this, most of the doctors that she went, told her that she was exaggerating, she was crazy or she was seeking pain meds and blew her off completely. She was told (several times) before getting the coils that she had absolutely nothing to worry about regarding side effects. She was miserable and had a severe distrust for doctors after no one helped her until about 5 years later. Essure was removed on (B)(6) 2013. The outcome of the events pain, tenderness, cramping, bloating, and x-ray revealed that one coil was broken was recovered / resolved. An injury (required intervention) was mentioned but not specified and /or assigned to one of the events. Follow-up will be requested. Correction on (B)(4) 2014 based on information from (B)(4) 2014: the event xray revealed that one coil was broken was considered serious.

Manufacturer narrative:
(B)(4). Consumers weight and height were provided. In (B)(6) 2008, essure lot number # 626603 was inserted. Essure was not inserted after a pregnancy. She experienced cramps and so much pain it hurt to breathe. She received motrin for the pain and heating pad. The pain started immediately after essure was inserted. She went to the doctor concerning those symptoms and an ultrasound showed nothing was wrong. X-ray was performed and showed the left was broken. There were several pieces stuck in her uterus. Bcp (interpreted as birth control pill) or condoms were used as back-up contraception. She did not remember. Three months after insertion, hsg (hysterosalpingogram) was performed and the result was totally blocked. She had her tubes removed by hysteroscopy. Then she had a vaginal hysterectomy. She denied any pathology results, signs or symptoms of infection. She recovered almost immediately after essure removal procedure. She believes the condition was caused by the essure because she had the pain the entire time essure was in place. The pain subsided when the essure was completely removed. No further information was provided. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number # (B)(4). Final assessment: when a term like "broken" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because aii IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert,the outer catheter,the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since neither product was returned for inspection nor do we have a photograph of the actual device, we cannot determine exactly what the failure is. Based on our experience with device complaints of a similar nature, it is likely the reporter is referring to an event in which the micro-insert was bent or stretched into a shape which rendered the device to be unusable, and hence, "broken." Since no product was returned for investigation, we are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the (B)(4), the main consequence is a physician medical assessment: the medical events reported are not necessarily indicative of a quality defect. Additionally, a breakage event was reported for this case but this also is not necessarily indicative of a quality defect. No additional ae case reports have been received to date in relation to batch number # 626603. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that the breakage event is an anticipated event. Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this non medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and a xray revealed that one coil was broken and several pieces stuck in my uterus. These events, interpreted as device breakage and embedment into uterus were considered serious due to medical importance and incidents since the consumer was submitted to a hysterectomy. Upon receipt of technical investigation,the event xray revealed that one coil was broken, interpreted as a device breakage and previously considered unlisted according to reference safety information for essure, was updated to listed (anticipated).the other events are listed either. Single cases have been reported of essure breakage. In this particular case, the consumer stated that after essure placement, she experienced the non -serious events of pain, tenderness, cramping and bloating; an x-ray was performed and revealed that one coil was broken and there were several pieces stuck in her uterus. Essure was surgically removed and she recovered from pain. Based on the available information and due to lack of alternative explanation, causality between the events above and essure use was considered as related. A product technical analysis concluded "unconfirmed quality defect" and noted that the breakage event is an anticipated event. Based on the information available, there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.